Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure cardiac tamponade was confirmed by intracardiac eco (ice). Pericardiocentesis was performed to remove 180cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No catheter deficiencies were reported. It was also reported that towards the end of the procedure, when re-mapping for activation, the shell for the map on the carto 3 turned black, and they were unable to project any activation colors. They manually measured the earliest activation with the physician. The carto 3 system behavior issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a death or serious injury is remote.